Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The electrode tip was covered with insulation tube during use. The reported condition was not confirmed. The investigation found the electrode and pencil both past hipot testing. The electrode had a piece of tubing over most of the electrode. The investigation found the device to function normally and within specifications. The instruction for use states, do not modify or add to the insulation of active electrodes. If insulated electrodes are required, use an appropriate insulated electrode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during nephrectomy, the electrode tip caught fire like a match and the fire was put out to continue the procedure. The electrode tip was covered with insulation tube during use. The generator setting was 30w most of the time. The surgeon's glove burnt but there was no injury. Also no patient harm. No further information available at this time.